Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, the remaining battery longevity for this subcutaneous implantable cardioverter defibrillator (s-ICD) was seven percent. At the previous follow-up in (B)(6) 2019 it was 66%. The local field representative was contacted to obtain a copy of the device data for engineering and technical services review. Engineering review confirmed the battery was depleting prematurely, and device replacement was recommended for within 28 days. It was later reported that the procedure date had been scheduled, but not yet performed. At the end of (B)(6) the device emitted beeping tones. The field representative reported that the patient was considering not having the device replaced, and by the end of october it was reported the patient was still deciding, with a tentative replacement planned for december. Available information indicates the device remains implanted and in service. No adverse patient effects were reported.